Event description:
A 26mm x 15mm diameter x 16.5cm length aneurx bifurcated stent graft was inserted for the treatment of an abdominal aortic aneurysm in a pt in 2001. The pt had a history of hypertension and coronary artery disease. The diameter of the proximal non-aneurysmal aortic neck was 23mm and the length from the proximal non-aneurysmal aoritc neck to the distal non-aneurysmal iliac neck was 11cm. The abdominal aortic aneurysm measured about 6.1cm in the ap direction on x-ray and the transverse diameter was 4cm. The physician stated that he felt the pt was a good candidate for stent grafting. The bifurcated stent graft was placed up the left side and deployed just below the renal arteries. However, in pulling the runners as well as the leader back through the graft, the stent graft was pulled down about 4cm below the renal artery level which resulted in two 26mm x 3.75cm aneurx aortic extension cuffs. Angioplasty of the extension cuffs and their junction with the bifurcated stent graft was performed with a 25mm aortic balloon to obtain a good seal. A 15mm aneurx limb extension from the bifurcated device down to the right common iliac artery was implanted. An endoleak was noted; therefore, a 12mm balloon was used to angioplasty the distal portion of the right common iliac stent graft. No further endoleak was present but a significant dissection in the junction of the common and external iliac artery was noted. The right internal iliac artery was noted to be included. A 10mm diameter by 37mm ave stent was placed across the dissection. Angiogram showed a pt lumen with no dissection or flow limitation. Angiogram of the left side showed that due to migration, the stent graft covered the left internal iliac artery, which caused constraint on the superior portion of the stent graft. An angioplasty was performed with a 12mm balloon that resulted in a pt lumen with no evidence of an endoleak. All the catheters and guide wires were pulled and good pulses remained in both groins. The right common femoral artery was repaired with 7-0 prolene sutures and good distal pulses were present. On the left side, at first a primary repair was done of the common femoral artery, but distally a good pulse was not felt. All sutures were removed and an intimal defect was noticed. A left femoral endarterectomy was performed and a good pulse was felt. The defect then was repaired with a piece of hemashield graft and a fogarty thromboembolectomy of the superficial femoral and profunda femoris artery. At the conclusion of the procedure, the pt had good pulses in feet. The pt was taken to the recovery room in satisfactory condition and no complications were reported. Film interpretation by an outside independent physician reveals that the iliac vessels are narrow and diseased with no endoleak. The deployment difficulties with proximal stent graft pull down at the time of runner retraction was due to small diseased iliac vessels. The iliac stent graft limbs are fine with good results. The dilated uncovered aortic segment beloe the renal arteries are of concern and needs close follow-up.